Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that 'the wire was sticking out at the distal end' on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis area. The frayed segments were in various lengths. Instrument passed electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.